Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited increased capture thresholds and it's sensitivity could not be measured. The patient's right ventricular lead also exhibited high capture thresholds. The physician did not believe that the leads had dislodged. On (B)(6) 2018, both leads were removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.